Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device was making excessive noise, the lock sleeve was damaged, the device was cosmetically worn, and the device had vibration. It was further determined that the device failed pretest for labeling assessment, and vibration assessment. Therefore, the reported condition that the nose cone of the short attachment device was stuck onto the handpiece device the assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. (B)(4).

Event description:
It was reported that the nose cone of the short attachment device was stuck onto the handpiece device. During service and evaluation, it was determined that the attachment device had vibration. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.